Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer¿s family member reported via phone call that customer was hospitalized due to low blood glucose on (B)(6) 2020 with blood glucose of 111 mg/dl. The customer's low blood glucose level was 39 mg/dl. The customer reported that the insulin pump was over delivering. The customer was treated with the glucagon which was given by family member. The insulin pump will be returned for analysis.